Event description:
A physician has had four occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date co has not received the control number relating to this incident. What co has received is the following info: date of surgery 02/16/2000 uneventful. One day postop looked good, 8 days postop no symptoms but elevated pressure and inflammatory material just in front of the intraocular lens with development of moderate iritis which is still not cleared and 20/60 vision thus far. The pt has age related macular degeneration with about a 20/40 to 20/50 vision expected.